Event description:
On (B)(6) 2018 the patient collapsed. The patient was transferred to the hospital and amongst other issues, a fracture of the skull and a subarachnoid hemorrhage were diagnosed. An interrogation of the device revealed noise oversensing in ventricular recorded episodes and large fluctuations in ventricular lead impedance. During in-hospital testing, the noise was reproduced by performing provocative maneuvers (mostly when bringing the left arm to the right shoulder and when performing small movements of the shoulder) both in bipolar and unipolar configuration. A re-intervention was performed on the same day: x-ray of the device and leads appeared normal. The pacemaker was taken out of the pocket: it was observed that the sealing plugs covering the set screws were damaged, resulting in the set screws not being completely insulated from the tissue. The right ventricular lead was inspected thoroughly, the suture sleeve was freed from its ligatures, the lead body was withdrawn for about 5 cm whereby also the part under the clavicle was well visible. The insulation of both leads was intact, during extensive manipulation (traction, rotation, shoulder- and arm movement, push, maximal- and minimal expiration no artefacts could be induced. Impedances were stable both in bipolar and unipolar pacing configurations, pacing thresholds were within a normal range. Given occlusion of the brachiocephalic vein over a longer distance and given adequate doo pacing could be given, if needed, it was decided to only replace the pacemaker and keep the same leads. Measurements with the new device were ok and there were no anomalies. Throughout the procedure the patient was stable and presented the whole time with spontaneous rhythm.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2018 the patient collapsed. The patient was transferred to the hospital and amongst other issues, a fracture of the skull and a subarachnoid hemorrhage were diagnosed. An interrogation of the device revealed noise oversensing in ventricular recorded episodes and large fluctuations in ventricular lead impedance. During in-hospital testing, the noise was reproduced by performing provocative maneuvers (mostly when bringing the left arm to the right shoulder and when performing small movements of the shoulder) both in bipolar and unipolar configuration. A re-intervention was performed on the same day: - x-ray of the device and leads appeared normal. - the pacemaker was taken out of the pocket: it was observed that the sealing plugs covering the set screws were damaged, resulting in the set screws not being completely insulated from the tissue. - the right ventricular lead was inspected thoroughly, the suture sleeve was freed from its ligatures, the lead body was withdrawn for about 5 cm whereby also the part under the clavicle was well visible. - the insulation of both leads was intact, during extensive manipulation (traction, rotation, shoulder- and arm movement, push, maximal- and minimal expiration no artefacts could be induced. - impedances were stable both in bipolar and unipolar pacing configurations, pacing thresholds were within a normal range. - given occlusion of the brachiocephalic vein over a longer distance and given adequate doo pacing could be given, if needed, it was decided to only replace the pacemaker and keep the same leads. - measurements with the new device were ok and there were no anomalies. - throughout the procedure the patient was stable and presented the whole time with spontaneous rhythm.

Manufacturer narrative:
The preliminary analysis suggest that a blood infiltration occurred under the sealing cap of the device.

Event description:
On (B)(6) 2018 the patient collapsed. The patient was transferred to the hospital and amongst other issues, a fracture of the skull and a subarachnoid hemorrhage were diagnosed. An interrogation of the device revealed noise oversensing in ventricular recorded episodes and large fluctuations in ventricular lead impedance. During in-hospital testing, the noise was reproduced by performing provocative maneuvers (mostly when bringing the left arm to the right shoulder and when performing small movements of the shoulder) both in bipolar and unipolar configuration. A re-intervention was performed on the same day: x-ray of the device and leads appeared normal. The pacemaker was taken out of the pocket: it was observed that the sealing plugs covering the set screws were damaged, resulting in the set screws not being completely insulated from the tissue. The right ventricular lead was inspected thoroughly, the suture sleeve was freed from its ligatures, the lead body was withdrawn for about 5 cm whereby also the part under the clavicle was well visible. The insulation of both leads was intact, during extensive manipulation (traction, rotation, shoulder- and arm movement, push, maximal- and minimal expiration no artefacts could be induced. Impedances were stable both in bipolar and unipolar pacing configurations, pacing thresholds were within a normal range. Given occlusion of the brachiocephalic vein over a longer distance and given adequate doo pacing could be given, if needed, it was decided to only replace the pacemaker and keep the same leads. Measurements with the new device were ok and there were no anomalies. Throughout the procedure the patient was stable and presented the whole time with spontaneous rhythm.